Event description:
The device reportedly gave continuous connect electrodes messages when the device was connected to a patient using quik-combo pacing/defibrillation/ECG electrodes who was described as being "very hairy". An als crew arrived on-scene and the device and electrodes were removed and the als crew's device was connected to the patient using a new set of quik-combo pacing/defibrillation/ECG electrodes and treatment was continued. The patient was not resuscitated. The reporter stated that the reported event did not cause or contribute to the patient's outcome. The statement was based on the paramedic's assessment of the patient's lack of viability.